Manufacturer narrative:
(B)(4). It was initially reported the device would be returned for evaluation. Subsequently the device was reportedly discarded. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that common femoral arteriotomy closure was attempted using one proglide device relative to an interventional procedure in the calcified superficial femoral artery. One proglide was used in each of three patients in three procedures (not 3 devices in one procedure as previously reported). Reportedly, a cuff miss occurred with each of the three proglide devices. In each case, another proglide was used to achieve hemostasis. There were no adverse patient sequelae and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional two proglide devices referenced are filed under separate medwatch reports.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using three proglide devices relative to a leg procedure. Reportedly, there was no suture. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.